Manufacturer narrative:
Serial number was not provided.

Event description:
It was reported that during preventive maintenance, the ventilator would not switch from alternating current (ac) power to direct current (cd) power. The ventilator was not in use on a patient at the time of the event occurred.